Event description:
A patient (pt) was admitted for a planned coronary interventional procedure in 2008. Pt has history of cad and hypertension. Right common femoral artery was accessed using a 7 fr sheath in a retrograde method. Angiomax, asa & plavix were administered as the anticoagulants. Upon completion of the procedure, a catalyst ii wire was inserted and deployed thru the indwelling sheath without problem, however, temporary hemostasis was not obtained as demonstrated by initial oozing from the insertion site. The physician attempted to re-position the disc by advancing forward when frank bleeding occurred once the disc was moved distal to the arteriotomy. The physician was unable to reseat the disc successfully and the device was removed without problem per the manufacturer's instructions for use. Physician was not sure if he damaged the vessel with disc adjustment. Mechanical compression was applied using femostop device and patient transported to recovery. Upon arrival in recovery area, the nurse observed that the femostop did not appear to be applied properly and repositioned the device. Pt suffered a retroperitoneal hemorrhage and received approximately 3 units of prbc. Pt recovered without sequelae and was discharged.

Manufacturer narrative:
The reporter states the device did not provide temporary hemostasis as intended. There was no indication of device problem reported. The user physician stated the retroperitoneal hemorrhage (rph) may have occurred due to user error or technique. Manufacturer representative will retrain physician on use of device and contraindications. The recovery care nurse stated the femostop initially was not applied correctly which may have allowed bleeding and caused undue blood loss. During cfa accessing, sheath insertion issues or multiple vessel punctures may contribute to a bleeding episode. Bleeding with the catalyst wire in place may indicate additional vessel wall punctures. Since no diagnostic angiogram or ultrasound was reported, vessel wall issues or arteriotomy location were not determined. It should be noted that a higher incidence of rph occur with "high sticks" (supra-inguinal) and "back wall" punctures. The device was not returned to the manufacturer for evaluation. The lot number was not available thus a batch record review could not be conducted. There was no indication of device problem reported.